Manufacturer narrative:
Exemption number: e2014018. Investigation results: product was not returned for investigation at the time of this report. If product / additional information becomes available, a supplemental medwatch report will be submitted. The device history records have been reviewed and found to be according to specification valid at the time production. There was no indication of material defect or manufacturing error. No additional complaints have been received for the reported lot number. Based on the information currently available, the root cause is likely usage / patient related; however, available information does not confirm this. Micro movements between the neck adapter and the metal stem of the device may facilitate corrosion. Micro movements can be triggered due tot tissue residues within the cone/stem connection intraoperatively. The surgeon has to ensure that the cone is clean and rinsed according to the IFU valid at the time of the surgery. Additionally, an overload situation after the surgery can also lead to micro movements and therefore corrosion. It was reported that non-aesculap manufactured components (metal shell and ceramic insert) were combined with aesculap components (metal stem, neck adapter and ceramic ball head). Such a combination in neither allowed nor approved by aesculap. It is unknown how this system combination would perform. It is possible that the mixing of these components may have led to the cup loosening that was reported and, as a consequence, higher friction between the ceramic ball head and the ceramic insert. This can also lead to higher forces within the neck-adapter/stem connection (micro movements). Warning in IFU states: "fracture and increased wear of the modular implant components, or loosening of the implant connection, due to soiled or damaged joining surfaces! Carefully rinse the inside cone of the stem and the joining surfaces of the cone adapter; clean with cleaning swabs (nd619 or nd622) and dry. Check the joining surfaces for any damage. Do not join modular implant components more than once. Always rinse, clean and dry the cone prior to joining." Additionally, the IFU contains the following: "it is the operating surgeon's responsibility to ensure the correct combination of implant components and their implantation. Aesculap is not responsible for any complications arising from erroneous indication, wrong choice of implant, incorrect combination of implant components and operating technique, the limitations of the treatment method, or inadequate asepsis. The user instructions for individual aesculap implant components must be followed. Do not, under any circumstances, combine implant components from different manufacturers."

Event description:
Country of complaint: (B)(6) it was reported that a patient required a revision surgery 4 years 6 months after implantation. The patient had a large cyst in the left ventral hip joint (detected by synovasure test : test for joint infection) and cup loosening. It was reported that there was visual black discoloration on the cone after the device was explanted. All medwatch reports submitted related to this incident include: 9610612-2018-00390 (report for meta neck component), (report for meta hip stem component). Concomitant products included in these reports include the following: item number nk650d / biolox delta prosth. Head 12/14 36mm s / manufacturer: aesculap ag competitor products reported: item number 96150 / an225-ana.nova hybrid pfanne 50/44/implantec konsi, item number 96422 / an218-ana.nova keramik delta inlay 44/36/implantec.